Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional and damage. Visual inspection: the stardrive(tm) screwdriver t15 (part # 314.115 / lot # 6958720) was received at us cq. The distal tip was worn and had minor nicks. The accumulation of the nicks and the wear would render this device inoperable. Functional test: no mating screws were returned with the screwdriver so no functional test could be performed. Due to the damage to the distal tip the screwdriver would not be able to secure to the head of a screw, the overall complaint was confirmed. Document/specification review: based on jde, this device was sold on (B)(6) 2012. Conclusion: the exact cause of the reported condition is unknown, but, it is likely that the device was subjected to excessive forces during the 7+ year life of the device. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure.  Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent elbow surgery. During the surgery, the hexagonal screwdriver (t15) did not fit well in the head of the locking screws. Opened another small fragment to get another hexagonal screwdriver. The screwdriver was not fitting into the screws very deep anymore. The procedure was successfully completed with five (5) minutes of surgical delay. The patient's status is unknown. Concomitant device reported: unknown locking screws (part#: unknown, lot#: unknown, quantity#: unknown). This report is for 1 of 1 for (B)(4).